Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when pain or non-union bagan. The 510k: this report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant & explant dates are unknown. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported at (B)(6) hospital surgeon has had 2 x va ankle cases, where the bone has healed and the 2.7mm screws have broken. Several of the screw heads have broke before removal and the screws have been over-reamed and will be removed. The screws snapped continuously down the shaft as they were gripped to be removed, as they needed to be over reamed the whole length of the screw. All of the patients were young, healed and sclerotic. Additional information provided by the product specialist (B)(6)2018. Va lcp distal medial tibia plate (02.118.209). 2.7 va lcp locking screws in longer lengths (02.211.040 ¿ 02.211.060). Removed because screws crossed into joint between the tibia and fibula and caused pain. Images were provided. The patient was young and the bone has healed regardless of the screws breaking. There were signs of sclerotic bone scar that may happen around a fracture. Some of the screws seems as if they broke as they started to be removed and some were obviously broken before-hand. Many of them broke again further down the shaft of the screw when gripped at the broken piece of screw. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown 2.7mm va locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Possible part number reported: 02.211.040 thru 02.211.060. Exact length of screw is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported patient was implanted with the 2.7/3.5mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate and unknown quantity of 2.7mm va locking screw on unknown date. On unknown date, it was revealed that bone was healed but the heads of an unknown quantity of the 2.7mm va locking screws were broken. It was further reported the screws had crossed into the joint between the tibia and fibula, causing pain. Patient was returned to surgery on unknown date for removal of the hardware. During the removal procedure, it was reported an additional unknown quantity of the screws broke. During removal of the broken screws, it was reported they broke again further down the shaft. Additional reaming was required to remove the broken devices. Screws that broke intraoperatively during removal is addressed in (B)(4). This report addresses the revision surgery due to post-operative broken screws. Concomitant devices reported: 2.7/3.5mm va lcp anterolateral distal tibia plate 10 holes left (02.118.209, lot number unknown, quantity 1). This report is for an unknown quantity of unknown 2.7mm va locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review: DHR review could not be conducted due the insufficient information¿s. A product development investigation was performed for the subject device: we have forwarded the received information to the responsible person in the sustaining engineering department for evaluation, summary below: the screws broke after healing as stated in the complaint description. Only one case of broken screws could be confirmed ((B)(4)). The other two cases of this investigation do not provide any information to confirm the implant failure ((B)(4)). Occurrence rate and severity of harm are addressed adequately in the current risk management documentation. No further actions will be taken. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 2.7/3.5mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate and unknown quantity of 2.7mm va locking screw on unknown date. On unknown date, it was revealed that bone was healed but the heads of an unknown quantity of the 2.7mm va locking screws were broken. It was further reported the screws had crossed into the joint between the tibia and fibula, causing pain. Patient was returned to surgery on unknown date for removal of the hardware. During the removal procedure, it was reported an additional unknown quantity of the screws broke. During removal of the broken screws, it was reported they broke again further down the shaft. Additional reaming was required to remove the broken devices. Also, there was delay reported during surgery as the team ran out of removal tools. It took approximately 1 hour minimum to get a loaner set. Screws that broke intraoperatively during removal is addressed in (B)(4). This report addresses the revision surgery due to post-operative broken screws. Concomitant devices reported: 2.7/3.5mm va lcp anterolateral distal tibia plate 10 holes left (02.118.209, lot number unknown, quantity 1). This report is for an unknown quantity of unknown 2.7mm va locking screws. This is report 1 of 1 for (B)(4).